Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 11:00am on (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿274, 179, 278, 148, 178 and 98mg/dl¿ on the subject meter; however, the time difference between these results exceeded 20 minutes. The patient also reported obtaining a blood glucose reading of ¿276mg/dl¿ on the subject meter which they alleged was inaccurately high compared to their feelings and/or normal results. The patient manages their diabetes with pills, diet and exercise. The patient reported developing symptoms of ¿dizzy, shaky, anxious, headache and blurry vision¿ 15 minutes after the alleged inaccuracy began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient developed serious symptoms after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.